Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned product noted that the reloads were partially fired. Microscopic evaluation noted that two devices had damage to the cutting edge of the knife blade. Two reloads were noted to have sub-flush staple pushers. The clamping mechanism of all reloads was deformed. The reload one wire data was evaluated and it was noted that the reloads had experienced high clamping force which may result in the power handle halting firing due to excessive force. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur under the following conditions: application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought into the emergency room (ER) with a gunshot wound. The surgeon did a low anterior resection. They used the powered stapler with the radial reload; however, the surgeon was not able to complete the firing. The light-emitting diode (led) screen on the stapler showed green in lane 1 & 2. Lane 3 showed a yellow caution sign when the reload stopped firing. There was an incomplete staple line distally. They opened the manual staple and tried the black reload, also did not complete firing. Finally, they opened the linear stapler and got almost across with the green reload. The surgical time was extended by 30 minutes or more due to the product problem. There was no patient injury. When then they look at the pictures of the linear stapler, they were not sure it fired all staples.